Event description:
Patient is a toddler. Shunt was placed approximately 2.5 years ago for hydrocephalus. Patient was noted to have pooling of subcutaneous fluid around the shunt components. A shunt survey was done and showed a disconnection just at the bottom side of her valve. Csf was found to be freely coming from the distal valve. The original connection of the distal catheter to the valve was still intact with the suture in place, but the catheter had ruptured just 0.5 cm below this. A new bactiseal peritoneal tubing was pulled into place. The old peritoneal catheter was then removed and was sent for pathologic evaluation.